Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/13/2016 with the following findings: evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. A battery compartment crack was found below grip pad. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed cracked battery compartment. This report is made based on results of investigation completed on 09/13/2016.